Event description:
Six pts out of 25 in a three day period had significant heparin resistance on cardiopulmonary bypass during heart surgery requiring additional doses of heparin and fresh frozen plasma infusions for presumed low at3- levels. Act's repeated on same sample with multiple lot numbers. Results of lot #k9fte095 found to be unreliable. Lots pulled.